Event description:
It was reported that during a patient¿s implant surgery the lead wires slipped and the surgeon had to go back in and revise them.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID ne u_ptm_prog, product type programmer, patient, product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).